Event description:
A hospital in england reported that an rt020 end expiratory filer caused an issue with a leak failure test.this was found before use on a patient.

Manufacturer narrative:
(B)(4). Method: the returned complaint filter was visually inspected and pressure tested.the rt020 end expiratory filter is a single use product designed to fit into the outlet port of a ventilator as a precaution against contamination by microorganisms present in the expired ventilatory gases of patients undergoing treatment.results: no damage or deformities were noted to the filter. When pressure tested, the filter was found to be within specification for this product.a lot check revealed no other complaints for lot number 110512.conclusion: we could find no fault with this filter and are therefore unable to determine what had casued the leak reported by the customer. The customer indicated that they would contuinue to use the rt020 filters and to date no further complaint has been received from them in this regard.